Manufacturer narrative:
The reported malfunction was observed and isolated to the system board.

Event description:
Complainant alleged that during biomed testing the device did not power on via battery power. Complainant indicated that there was no patient involvement in the reported malfunction.